Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 30th 2016, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultra meter was reading inaccurately high. The complaint was classified based on customer service representative (csr) documentation. The patient did not state when the alleged inaccuracy had cocurred, but stated that they obtained a blood glucose reading of ¿450mg/dl¿ with the subject meter which was compared to a result obtained from an unspecified hospital device of ¿150mg/dl¿ over 30 minutes later. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter readings and took an increased dosage of an unspecified type of insulin as a result of the alleged high subject meter reading. The patient stated that as a result of this they developed low blood sugar and fell ¿unconscious¿. The patient was taken to hospital where they were treated for low blood sugar by a healthcare professional (hcp). The specific detail of the treatment which was received was not provided during the initial call. At the time of troubleshooting the csr noted that the results which were obtained were obtained greater than 30 minutes from each other. The patient¿s device was requested for evaluation. This complaint is being reported based on the following conclusion: although the meter readings obtained do not exceed lfs accuracy criteria due to the time difference between the readings, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.